Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they pressed esc and act and the insulin pump was not working. Customer also noticed a crack near the bottom of the reservoir chamber. Customer's blood glucose reading at the time of the call was 145 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.